Manufacturer narrative:
Section h6-medical device problem code were updated from a11 computer software problem to following. A0908 incorrect, inadequate or imprecise result or readings, a090809 high test results a11 computer software problem.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for multiple samples. The following results were provided: potassium approximate reference (normal) range: 3.5 to 5.1 mmol/l. (B)(6) 2024, sid (B)(6), initial result (B)(6) 6.97 mmol/l, repeat result (B)(6) 4.81 mmol/l. (B)(6) 2024, sid (B)(6), initial result (B)(6) 9.33 mmol/l, repeat result (B)(6) 3.70 mmol/l. (B)(6) 2024, sid (B)(6), initial result (B)(6) 6.94 mmol/l, repeat result (B)(6) 4.48 mmol/l. (B)(6) 2024, sid (B)(6), initial result (B)(6) 7.79 mmol/l, repeat result (B)(6) 3.86 mmol/l. (B)(6) 2024, sid (B)(6), initial result (B)(6) 6.92 mmol/l, repeat result (B)(6) 4.44 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for multiple samples. The following results were provided: potassium approximate reference (normal) range: 3.5 to 5.1 mmol/l 27may2024 sid (B)(6) initial result (ac01415) 6.97 mmol/l, repeat result (ac01108) 4.81 mmol/l. 27may2024sid (B)(6) initial result (ac01415) 9.33 mmol/l, repeat result (ac01108) 3.70 mmol/l. 27may2024sid (B)(6) initial result (ac01415) 6.94 mmol/l, repeat result (ac01108) 4.48 mmol/l. 27may2024sid (B)(6) initial result (ac01415) 7.79 mmol/l, repeat result (ac01108) 3.86 mmol/l. 27may2024sid (B)(6) initial result (ac01415) 6.92 mmol/l, repeat result (ac01108) 4.44 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier : sids (B)(6). All available patient information was included. Additional patient details are not available. Further investigation into this issue found this incident was impacted by an issue identified in alinity ci system software 3.6.1 and lower. The issue has the potential to generate incorrect results. Abbott is releasing alinity ci software version 3.7.0 to correct the issue and enhance the overall system. A product correction letter was issued on 13nov2025 to all alinity customers who have installed alinity c processing modules, notifying them of the issue. The product correction letter also provides the necessary steps to take if any of the potential issues are observed until they receive the mandatory upgrade of their alinity ci-series system software version 3.7.0. Root cause investigation is ongoing and the outcome of the investigation will be communicated through rcr# (B)(4). Note: this incident was previously reported under MFR 3016438761-2024-00338 for the alinity c processing module, list number 03r67-01. After further evaluation, the suspect medical device was changed to the alinity ci-series system control module, list number 03r70-01.